Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient is currently being treated with oral antibiotics (type and amount not reported) as well as topical steroids and bactroban. The implanted device remains.